Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she heard a clicking noise and had an air bubble anomaly on the reservoir and the infusion set. Customer stated that the clicking noise is linked to the plunger moving higher. Customer stated that she uses the pump for a steroid and not for insulin. Customer was advised that the pump is only approved for use with insulin. Customer was advised that the pump will need to be replaced.